Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, the patient reported via phone that they underwent a left ankle arthroscopy with brostrom repair and internal brace on (B)(6) 2025. Approximately five weeks postoperatively, they began experiencing a sensation of something ¿poking through the skin,¿ irritation, decreased range of motion, and sharp pain during weight-bearing. The patient stated they initiated physical therapy on (B)(6) 2025 and have since experienced a progressive decline in range of motion. They rated their current pain as 8¿10 out of 10. The patient reported that recent MRI findings showed mild bone swelling around the anchor, and avascular necrosis was suspected, although it is not yet visible on the MRI. The (B)(6) 2025 procedure was performed to address chronic left ankle instability following a severe sprain that had not healed adequately. The patient also reported being instructed not to use assistive devices such as crutches or a brace during recovery. At the time of the report, no revision surgery is planned. The arthrex implants implanted in the left ankle arthroscopy with brostrom repair and internal brace on (B)(6) 2025 include ar-1788j-cp internalbrace implant system, ligament augmentation repair, biocomposite, with jumpstart dressing and two ar-8934bcst 3.0 single loaded suturetape s-tak assy.